Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient experienced a failure to alert which occurred an unknown number of days after the sensor had been inserted in an unknown insertion site. The day of the event the patient was sleeping. An urgent low alert would have been displayed, but according to the patient they did not hear an alert for this. The patient experienced loss of consciousness, and no further symptoms were reported. An ambulance was called by the patient´s wife and the patient was brought to the hospital. The patient declined to provide any details regarding treatment. The patient was discharged after 2 hours. At the time of the report the patient was stable, and the cgm reading was 80 mg/dl. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.